Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complainant was opened during the investigation of complaint (B)(4). The reported "air-in-line" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor was replaced.

Event description:
During evaluation of a returned spectrum infusion pump, 214 occurrences of "air-in-line" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during evaluation of the device.